Event description:
A therapeutic radiofrequency ablation (rfa) were performed on a patient (age and gender unk) suffering with hepatocellular caroinoma (hcc). The rfa procedure was performed percutaneously on the patient's liver, with an ablation stop time at 5 - 6 minutes. A maximum of 80w power attained. During the procedure the needle was deployed close to the distal tip of the coaccess introducer using a metal guide attachment. The recommended settings were not used and the impedance was not stable. The procedure was reported to be successfully completed. During the procedure the insulation "got peeled off" and that upon removal of the device a burn was observed at the region of the insertion. The wound was observed to be a second degree burn with blistering and located in the area of the central abdomen.